Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2019. User requested a 23.59 unit bolus at (B)(6)am, then requested a 5 unit manual override bolus at (B)(6)am by entering units of insulin to be delivered, despite the pump recommending 0 units correction for the bg of 240 mg/dl entered due to the insulin on board (iob). At (B)(6)pm, user manually increased a bolus from the recommended 14.9 units to 16.9 units. Basal rates ranged throughout the day from 0.55 units/hour to 1.4 units/hour. Complaint could not be confirmed. It is possible the user over-corrected. Making bolus requests while still having iob and increasing bolus amount from the amount recommended by the pump could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 22 mg/dl; cause was unknown. The ambulance arrived at the customer's house and administered a glucagon shot and intravenous to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.